Event description:
The pt was implanted with his scs system on (B)(6) 2011 for his pain in his leg and foot on the side of the body where stimulation therapy was required. Following the implant, the pt developed new pain in the other leg/foot on the opposite side of the body. Further the pt developed weakness on this side of the body. The physician indicated his symptoms were related to diabetic neuropathy and not scs device related. The pt obtained eval from another pain physician who indicated the pain was device related due to cord compression. The pt underwent surgical intervention in (B)(6) 2011 to explant the lead. Further follow-up on this matter revealed, the pt has shown improvement with physical therapy but continues to have bilateral pain and numbness in his lower extremities. The pt's ipg is still implanted and he continues to recharge the device as necessary.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.